Event description:
It was reported by service report that the upright assembly left side was not locking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - left side upright assembly.